Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found the exposed portion of the soft cannula to be damaged. Although this damage was observed, it can not be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours on the arm. The patient tried correcting it with a bolus using the pod but the bg levels did not decrease after two hours. The pod was removed and replaced with a new one. The patient's blood glucose and insulin history is as follows: (B)(6).